Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed in the patient for biliary drainage. After placement, bile would not drain through the device. Contrast agent was then injected into the device and a leak was discovered at connection area between the catheter and the hub. The device was replaced and the procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. One locked 8.5fr mac-loc catheter was returned in used condition for evaluation. Heavy biological matter was concentrated along the distal pigtail, with light biological matter present along the rest of the device. The suture string was noted to be broken near the pigtail. A leak test was performed and confirmed the presence of a leak where the connector cap meets the catheter tubing. Tug and twist tests revealed that the proximal assembly was secure, however, the catheter flare was able to rotate within the cap. Upon removal of the connector cap, the suture string was found to be normal in the threads. The flare was undamaged but appeared to be slightly shallow. Due to the compression of the flare within the connector cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. A physical inspection found that the number of threads showing on the cap assembly exceeded what was detailed in the manufacturer¿s¿ specifications. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode and technical files indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record was conducted and nonconformances were revealed for lot 8850926. Seven devices were scrapped for rough machine side ports and three devices were scrapped for off centered side ports. It should be noted that there was one other complaint reported for this lot number. The instructions for use (IFU) advice the user to inspect the product prior to use to ensure that no damage has occurred. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.